Manufacturer narrative:
Journal article: impact of final kissing balloon and of imaging on patients treated on unprotected left main coronary artery with th in-strut stents title: journal: the american journal of cardiology year: 2019 ref: https://doi.org/10.1016/j.amjcard.2019.0. If information is provided in the future, a supplemental report will be issued.

Event description:
792 patients with an unprotected left main (ulm) stenosis treated with percutaneous coronary intervention with thin strut stents were enrolled in the present multicenter registry. Resolute onyx drug eluting stents, along with other non-medtonic stents were implanted in the ostial left main, mid shaft of left main and distal left main. Clinical outcomes reported included; target lesion revascularization, target vessel revascularization, death, myocardial infarction and stent thrombosis.